Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, it is likely that the atrial septal defect (asd) was the result of anatomical conditions. The physician noted a very large asd, which he believed had torn (the septum was quite thin). The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1+. One clip was implanted in the tricuspid valve, reducing the tricuspid regurgitation (tr) from 4 to 2. After implantation, a large atrial septal defect (asd) was noted which was treated with a closer device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.